Event description:
It was reported that the patient's device reached elective replacement indicator (eri) on an implantable cardioverter defibrillator (ICD). It was suspected to be early depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).